Event description:
It was reported that during follow up, post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were recommended. No further information is available.